Event description:
Spain. It was reported that a patient had a device rupture in her left breast that caused pain and inflammation. A revision surgery was performed.

Manufacturer narrative:
Initial assessment: rupture: the affected unit was requested in order to perform the following testing to determine the root cause of the event (including but not limited to: revision and characterization under the microscope of the rupture section, mechanical testing according to approved standards, etc.). Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Additionally, no cases of rupture because of product failure have been reported to establishment labs ever. As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿.

Manufacturer narrative:
General conclusion: device involvement: a causal relationship between the reported event and the device has been established. Event characterization: the event was classified as a gel fracture. Technical investigation summary laboratory testing laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: macroscopic examination of the returned device revealed clear evidence of gel fracture. Gel compliance testing: mechanical and material integrity testing confirmed that the implant gel met all applicable international specification standards. Reference: (B)(4) ¿ complaint investigation unit testing results. Root cause analysis based on the testing results, the most probable root cause of the alleged gel fracture is the application of excessive mechanical force and/or stress to the implant during handling or use. Such damage may have compromised the shell¿s integrity, predisposing it to failure into a device deformation or distortion. Dfu and labeling evaluation the alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: ¿¿ensure no excessive force is applied to a very small area of the shell during insertion of the device throughout the incision. Instead, apply force over as large an area of the implant as possible during insertion. Excessive forces can lead to implant failure by either gel fracture or implant rupture. The incision should be of appropriate length to accommodate the volume and profile of the implant with highly cohesive gel. This will reduce the potential for creating excessive stress to the implant when inserting it. Forcing implants through a very small opening may result in damage to the implants gel and possible ruptures or gel fractures. Gel fracture¿ gel fracture can occur with cohesive silicone and occur most frequently as a consequence of subjecting the implant to excessive compression forces during the implantation. Alternatively, gel fracture can occur due to the development of capsular contracture and may result in device distortion¿¿. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva. Health. Literature reference: ¿motiva breast implants, developed by establishment labs, are designed with advanced technologies aimed at reducing complications such as gel fracture.¿ from: ¿complication rates after breast surgery with the motiva smooth silk surface silicone gel implants¿a systematic review and meta-analysis¿ by marie-luise aitzetmüller-klietz, siling yang, philipp wiebringhaus, sascha wellenbrock, mahmut öztürk, mahmut öztürk, maximilian kückelhaus, tobias hirsch and matthias michael aitzetmüller-klietz ¿the company incorporates bluseal® and truemonobloc® technologies to enhance the integrity and durability of the implant shell, thereby minimizing the risk of rupture and gel leakage¿. From: motiva.health. Device history record (DHR) review a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.